Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the customer discovered the harmonic ace instrument blade was broken. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the da vinci coordinator of hospital, wasn¿t present during the event. The instrument was inspected prior to use, but there wasn¿t any damage before using. The procedure was a pancreaticoduodenectomy. The customer is unsure if the instrument collided with any other instrument or tool during the procedure. No fragment fell into the patient. No video is available for isi to review. Patient demographics are unavailable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer complaint. The instrument was found to have the curved blade broken. The blade broke at roughly 0.196¿ from the base. The broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.